Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual examination of the returned device revealed that the guidewire was slightly bent on its distal section. During functional testing, the returned guidewire was kept hydrated per dfu and a demo excelsior sl-10 microcatheter was prepared per dfu. The synchro guidewire was loaded and advanced through the proximal end of a demo excelsior sl-10 microcatheter. The guidewire came out of the microcatheter distal end. There was no friction and/or resistance felt during the advancement. The guidewire was attached to a demo torque device and one to one torque was checked. The guidewire torque was not smooth. The guidewire was slightly bent on its distal section. The guidewire polytetrafluoroethylene (ptfe) coating was examined, and it was discovered that the ptfe was peeled/scraped off at approximately between 140.0cm to 145.0cm from the proximal end. The ptfe coating was scraped off of the guidewire with the torque device collet. From the condition of the guidewire it appeared that the torque device had been dragged down the guidewire ptfe. Therefore, an assignable cause code of "use error" was assigned to the analyzed guidewire ptfe coating peeling. The non-smooth torque experience during testing of the guidewire was likely due to the bend found along distal section of the wire. An assignable cause of procedural factors was assigned to the reported and analyzed guidewire kink and analyzed guidewire torque problem.

Event description:
The investigation of the returned subject device revealed that the polytetrafluoroethylene (ptfe) was peeled/scraped off. There were no clinical consequences to the patient.